Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon had trouble seating the liner in the cup. Another liner was opened and used in the cup. Once placed in the cup it was noticed the cup shifted position. The surgeon had to remove the shell to adjust it, but it could not remove the liner from the cup. Another shell with another liner to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection of the device found deformation and some scoring. This damage likely occurred during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.